Event description:
It was reported that the patient underwent the placement of the right hemisphere deep brain stimulation (dbs) lead. After having been discharged and sent home, the patient developed a brain bleed sometime over the weekend that followed. The patient then went to the hospital and underwent a procedure where the hematoma was evacuated, and a tracheostomy and percutaneous endoscopic gastrostomy (peg) tubes were placed. The physician assessed that the event was not due to the device or the procedure, however, the event was assessed to be due to patient non-compliance with medication following the procedure. The device remains implanted in the patient.

Event description:
It was reported that the patient underwent the placement of the right hemisphere deep brain stimulation (dbs) lead. After having been discharged and sent home, the patient developed a brain bleed sometime over the weekend that followed. The patient then went to the hospital and underwent a procedure where the hematoma was evacuated, and a tracheostomy and percutaneous endoscopic gastrostomy (peg) tubes were placed. The physician assessed that the event was not due to the device or the procedure, however, the event was assessed to be due to patient non-compliance with medication following the procedure. The device remains implanted in the patient.